Event description:
Patient presented in the clinic after receiving a vibratory alert. Upon interrogation, it was noted that the notifier was delivered for eri. The device was explanted due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. The device was analyzed with a new battery and found to be normal. The battery was sent out to the vendor for further evaluation, and an internal battery anomaly was found, which caused the premature battery depletion.

Event description:
It was reported that during the preparation for a rotational atherectomy treatment procedure, the wire coating was not normal. Upon unpacking, the "physician felt the coating on the wire was not the normal wax coating." He was not able to verify if it was the usual 'hystrene' lubricant (coating) applied during manufacturing or if the coating was foreign material on the wire. A new wire was open and the procedure was successfully completed. No patient complications were reported and the patient's status is fine.